Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was r eported that the patient mentioned their implant wiggled in the pocket since implant date; the patient said the movement was getting worse and worse over the last year. The ins sometimes "turned" in the pocket and the patient felt pain when they sit down due to ins movement. The patient had to manually manipulate ins in pocket prior to sitting down to prevent pain. The patient was redirected to their healthcare provider to further address the issue.